Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: g2 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that all manifold test was performed and failed. The fse reported replacing the tidal volume disk (0202-00-0142) and the unit passed all manifold tests and passed. The fse performed operational checks and no issue was found.

Event description:
N/a

Event description:
It was reported that the cardiosave intra aortic balloon pump had manifold test failed during the pre-delivery inspection. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.